Manufacturer narrative:
The device was received for evaluation. During functional testing, reverse flow was not reproduced. Evaluation sent the device for flow testing and for downstream occlusion testing high med and low pressure and it passed and delivered with an error percentage of 0.955% less then 5 %. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of reverse flow during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.